Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the broach handle broke during surgery. It was reported that the account was following proper opt technique while attempting to remove the handle from the stem. It was reported that the welding on the tip broke.